Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing set leaked the patient's antibiotic after 30 minutes of being connected to the broviac. It was determined that the luer lock on the tubing set broke. Although requested, no additional information was provided.